Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-54692.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading went up to 400 mg/dl. The customer treated with manual injections. The drive support cap appeared normal and recessed. No air bubbles or leaks were noted and the insulin did exit with the manual prime. The insertion site was not sore or irritated. The time and date was correct and the bolus wizard and basal rate settings were programmed accurately. The customer reported that she recently received a no delivery alarm. The bolus wizard displayed all entries based on her recollection. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.